Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No data was provided for evaluation. The single reported glucose value and bg provided for the second value of the set falls within the there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Parent said bg meter shows high which means pt was above 500mg/dl. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)